Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with the clip partially detaching from the posterior leaflet appears to be related to patient conditions (prolapsed posterior leaflet enlarged left atrium). Mitral regurgitation per the physician is related to disease progression and is therefore, related to patient conditions. Mitral regurgitation is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a partial clip movement. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. Two clips were implanted successfully, and the mr was reduced to grade 1. On (B)(6) 2023 the patient was hospitalized experiencing fatigue. A transesophageal echocardiogram was performed and confirmed recurrent mr and a partial clip detachment. In the treating physician's opinion, the recurrent mr and subsequent hospitalization for fatigue was due to disease progression. The patient remains hospitalized and no additional treatment has been provided at this time. There was no clinically significant delay in the procedure and no adverse patient sequelae.